Event description:
It was reported that the 8 in ats cylindrical cuff, dual port/single bladder contents of the actual items and the catalog number of the label was different. The issue was noticed upon receipt and did not have any patient involvement.

Manufacturer narrative:
The product was received and reviewed for the alleged complaint. It was found that the catalog number on both the labels were different. This product is manufactured by an external supplier. The manufacturer was notified of the complaint. The response from the manufacturer, "there was not in place a simplest system of control of cloth labels. A change was implemented by (B)(4) after the transfer of the ats cuffs was completed. The changes were effective in july, 2013. This lot has been produced prior to the change."